Manufacturer narrative:
The serial/lot number was unknown; therefore, the date of manufacture was unknown. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during orthognathic surgical procedure, it was observed that the motor on the air pen drive device stopped. It was not reported if there was a delay in the surgical procedure, or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.